Event description:
It was reported that cadd solis vip pump alarms air in line, during testing. No patient injury reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with the tamper seal intact. There was no evidence of the reported problem recorded in the event history log (unable to access). The customer reported problem air in line, was verified/duplicated. There was an air in line error alarm that was found immediately upon starting the device. The air detector was found to be defective and inoperable, which was the cause of the reported problem. For corrective action the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was repaired on 17-may-2021 for motor service due. The repairs would not have impacted air in line function of the device., corrected data: correction: d4: model number: 2120.